Event description:
It was reported that this spinal cord stimulation (scs) device was revised because of difficulty charging and also the patient experienced more frequent charging of the ipg. The facility discarded the device, per facility rule. No additional adverse patient effects were reported, patient has no complications post op and is doing well

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised because of difficulty charging and frequent charging. The facility discarded the device, per facility rule. No additional adverse patient effects were reported, patient has no complications post operation and is doing well.

Manufacturer narrative:
Correction to the initial MDR in blocks: b5 and e1 the device was not returned to boston scientific for analysis, and the complaint reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Therefore, this investigation is unable to determine a probable cause for the complaint, and the conclusion code, cause not established, will be used. Block b3: approximated based on gfe response (B)(6) 2025.